Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during rounds, the pa noticed that the pump was infusing (medication was milrinone) at 0.826 mcg/kg/min instead of the ordered 0.25 mcg/kg/min. The rate remained the same as ordered at 6.8 ml/hr. I then changed the dose back to the ordered dose and did see that the rate was correct. We told non-operative management (nom), who came and looked as well, and verified the concentration was correct. The pump was removed and replaced. There was no injury to the patient. The pump is not available for return." An incomplete date of event of xx-sept-2018 was provided. The customer gave an inpatient progress note dated (B)(6) 2018 (question before or after the event). Assessment: 1. Acute kidney failure on chronic kidney disease. Creatinine increased in last 24 hours, most likely secondary to diuresis. 2. Chest x-ray reviewed again noted pulmonary edema. 3. Peripheral edema. 4. History of congestive heart failure. Plan: 1. I will continue lasix 120 mg every 8 hours. Continue milrinone drip. 2. I will order urine electrolytes. 3. Repeat basic metabolic panel tomorrow.. Review of systems: patient has shortness of breath, has peripheral edema. No vomiting, diarrhea. Physical examination: his blood pressure is 94/57, heart rate of 113, respirations 19, temperature 97.9. Heart sounds are regular. Lungs: air entry fair. Extremities: edema. Laboratory and diagnostic data: potassium 3.6, creatinine 1.5. Hemoglobin 9.6.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during rounds, the pa noticed that the pump was infusing (medication was milrinone) at 0.826 mcg/kg/min instead of the ordered 0.25 mcg/kg/min. The rate remained the same as ordered at 6.8 ml/hr. I then changed the dose back to the ordered dose and did see that the rate was correct. We told non-operative management (nom), who came and looked as well, and verified the concentration was correct. The pump was removed and replaced. There was no injury to the patient. The pump is not available for return." An incomplete date of event of (B)(6) 2018 was provided.